Event description:
IT WAS REPORTED THAT PERICARDIAL EFFUSION AND DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A 24 MM WATCHMAN FLX PRO CLOSURE DEVICE WAS IMPLANTED ON (B)(6) 2026. AN EFFUSION CHECK WAS PERFORMED AFTER RELEASE OF THE CLOSURE DEVICE, AND IT WAS DISCOVERED THAT THERE WAS A SLIGHT EFFUSION ON THE RIGHT SIDE AND APEX. THE EFFUSION WAS MONITORED AND WAS NOTED TO BE GROWING IN SIZE. THE LAST MEASUREMENT PRIOR TO TAKING THE PATIENT TO THE OPERATING ROOM (OR) WAS 1.6 CM. A PERICARDIAL WINDOW WAS PERFORMED. THE PATIENT RECOVERED FROM THE EFFUSION BUT DEVELOPED SEVERE GASTROINTESTINAL BLEEDING (GIB) IMMEDIATELY PRIOR TO DISCHARGE AND PASSED AWAY ON (B)(6) 2026 FROM COMPLICATIONS AND CARDIAC ARREST FROM THE GIB.

Event description:
It was reported that pericardial effusion and death occurred.A left atrial appendage (LAA) closure procedure was performed, and a 24mm WATCHMAN FLX Pro Closure Device was implanted on (b)(6)2026. An effusion check was performed after release of the closure device, and it was discovered that there was a slight effusion on the right side and apex. The effusion was monitored and was noted to be growing in size. The last measurement prior to taking the patient to the operating room (OR) was 1.6cm. A pericardial window was performed. The patient recovered from the effusion but developed severe gastrointestinal bleeding (GIB) immediately prior to discharge and passed away on (b)(6)2026 from complications and cardiac arrest from the GIB.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60240 Batch # 0038409064. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Pericardial Effusion, Hypotension, Excessive bleeding (Hemorrhage, Major), Arrhythmias (Cardiac Arrest), and Death.Risk Review:A Risk Review was completed and confirmed that the events of Pericardial Effusion, Hypotension, Excessive bleeding (Hemorrhage, Major), Arrhythmias (Cardiac Arrest), and Death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Procedure.